Event description:
The complainant reported that upon initiation of an impella cp support, the lv waveform was immediately disabled on the automated impella controller (aic). The staff was able to manually re-enable the lv waveform for the planned support. This complaint was related to a clinical procedure. There were no adverse events caused by the reported console issue. Care was withdrawn and the patient expired.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Device analysis: this console was tested after arriving in fs. Unable to reproduce the pump detecting issue. The console was tested by power cycling 20 times while observing the i2c signals, and each time, after initiating the case start and following the epm reset, the test pump connection to the aic was recognized without any issues. During the testing, the console displayed ¿controller error (defective optical sensor lamp) ¿ alarm,¿ event #1039, and the log recorded abnormal optical signals, particularly the light parameter was 0.48v. The power to the lamp was 4.8v, and there was no issue with the analog output, confirming that there was no problem with the optical bench. This indicates that event #1039 was most likely due to a defective lamp (which is unreported and unrelated to the reported failure mode). Found the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode). Root cause: the pump detection issue was due to a rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a software mitigation in place. Before returning this console (ic2502) back to the customer, fs was instructed to perform the following, replace the front panel optical connector (0042-2736). [Due to the debris] replace the optical bench lamp (2450-0038), or the entire optical bench (0042-1012) if parts are not available. [Due to the controller error-unrelated to the reported failure mode] perform section 23 of the pm procedure (B)(6). Perform a full functional check (B)(6). A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added death "1802" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Manufacturer narrative:
The investigation has been completed. The automated impella controller was returned for investigation. The logs showed the case associated with the reported complaint was initiated on december 29, 2024. At case start - step 3, the epm was reset because the pump connection was not recognized for 20 seconds. The console then displayed ¿connect cable: connect grey connectors screen,¿ which aligns with the reported claim. This type of intermittent pump detection issue aligns the previously investigated epm crystal issue. After 3 minutes, although the pump (sn: (B)(6) was detected, the user unplugged, re-plugged, and started the pump. Then the support continued for 3 days. The epm crystal issue is characterized by an absent i2c clock signal which prevents the console from recognizing a pump connect. Software release 8.3 should reset the epm sau, which will act as a mitigation for ¿pump not recognized due to epm crystal issue¿. Device analysis: this console was tested after arriving in fs. Unable to reproduce the pump detecting issue. The console was tested by power cycling 20 times while observing the i2c signals, and each time, after initiating the case start and following the epm reset, the test pump connection to the aic was recognized without any issues. During the testing, the console displayed ¿controller error (defective optical sensor lamp) ¿ alarm,¿ event # 1039, and the log recorded abnormal optical signals, particularly the light parameter was 0.48v. The power to the lamp was 4.8v, and there was no issue with the analog output, confirming that there was no problem with the optical bench. This indicates that event was most likely due to a defective lamp (which is unreported and unrelated to the reported failure mode). Found the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode). Root cause: the pump detection issue was due to a rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a software mitigation in place.

Event description:
The complainant reported that upon initiation of impella cp support display appeared ¿connect grey connectors, arrow to arrow¿ while automated impella controller is updated 12.2 and device recognized as impella cp with smart assist. After impella started, ¿lv disabled¿ immediately. Impella gave adequate flows and motor current. Was able to enable lv waveform manually. There was no patient harm. Additionally, during investigation it was found that the pump was unable to be recognized by the console. This includes impella defective alarms.